Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Green status indicator flashing. Device will fail to power on but upon second attempt it will power on fully. No patient involved.

Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300 passed ¿out qat from heartsine technologies on the (B)(6) 2007. On receipt the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate a failure of the real time clock (rtc). The device was tested on the calibrated defibrillator analyser using a test power supply on the (B)(6) 2018. The device delivered a test shock. An acceptable measurement (within +/- 10% of 150 joules) of 147.4j was recorded. The device powered off with a ¿memory full¿ warning and a lack of flashing green status led. The device was disassembled again to investigate. The coin cell bt1 was measured at 0.32v. This indicates a fault. A good coin cell should measure at least 3.00v, and this would explain the pad clock¿s nonsensical date and time. Investigation found a depleted coin cell caused the device to fail to power on.

Event description:
Green status indicator flashing. Device will fail to power on but upon second attempt it will power on fully. No patient involved.